Event description:
It was reported that when using the bd pyxis medstation system experienced issues where stockouts and refills were not being crossed to the logistics. Additionally, patients were not profiled on the list. The customer stated that there was a delay in the medication dispensing process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stockouts and refills were not being crossed to the logistics. A technical support specialist received notification from the customer that the issue had already been resolved. The system functioned as intended after the customer resolved the issue.